Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump is not delivering a bolus. Customer's blood glucose at the time of the incident was 270 mg/dl. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's issue could not be determined. Product is not expected to return.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.